Event description:
After 5 minutes of use the surgeon saw a glow at the device tip and felt as though the device was arcing. The surgeon ceased activation, inspected the device, and noticed that the electrode wire was detached on one side of the tip housing (still attached on the other side.) Surgeon changed the device tip and completed the case without further incident. There was no patient impact or injury.

Manufacturer narrative:
(B)(4). Method, results, conclusions: product received by manufacturer and pending inspection.

Manufacturer narrative:
Product event #(B)(4) testing performed: device packaging inspection: received in (B)(6) small pak. Received in single biohazard bag. No original packaging included, device information was confirmed via eeprom verification reader. Lot number of device returned matches the lot number of complaint device and it is therefore believed that the returned device is the complaint device. No additional paperwork included. Device visual inspection: handpiece and adenoid tip returned. All devices appear used as indicated by blood splatter and charring. Buttons have a definitive tactile feel. All components appear intact and in place. Adenoid tip wire is detached. See pictures below. Functional inspection: functional inspection not required. Lhr review: lhr (B)(4) was reviewed and no similar failures were noted in the record. Investigation conclusion: the complaint is confirmed as the adenoid tip wire is fractured and detached on the returned device. This complaint has been seen in the past and been addressed through a situation analysis ((B)(4)). A CAPA ((B)(4)) is currently open as well to address this issue. The complaint will continue to be monitored through gch. Reference documents: (B)(4) rev b product and specification plan ¿ plasmablade tna product family (B)(4) rev c complaint investigation work instruction. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
After 5 minutes of use the surgeon saw a glow at the device tip and felt as though the device was arcing. The surgeon ceased activation, inspected the device, and noticed that the electrode wire was detached on one side of the tip housing (still attached on the other side.) Surgeon changed the device tip and completed the case without further incident. There was no patient impact or injury.